Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned dry, in a small vial. Visual inspection found a tear on the haptic and dry, clear surgical residue on the lens surface. Lens had a slight curve due to the position in the vial. (B)(4). Conclusion: off-label use [over 45years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.5/+2.0/077 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens due to excessive vault. The problem was not resolved. Reference MDR# 2023826-2017-00624 for case resolution.